Event description:
It was observed during a surgical procedure that the end of the rover power cord was melted. The procedure was completed using this same equipment, without causing a delay. There was no pt or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
A field service rep was sent to the user facility to evaluate the device, and the investigation is pending. A f/u report will be submitted if the investigation results require.